Event description:
It was reported, during an implant procedure, the screw-in mechanism at the tip of the lead was non-operational. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. The helix electrode consistently extended in ten turns and retracted in nine turns. A cut through the outer tubing overlay at medial section at 29.5 centimeters was visually revealed. Damage at implant noted. Primary analysis findings indicated no anomalies found, lead functionally normal.